Event description:
Pt was hospitalized in 2006 for elevated blood glucose levels. Pt was discharged and subsequently received emergency room treatment on three days later for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.